Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with their right ventricular lead exhibiting failure to capture and failure to sense. The high voltage impedance also had high out of range impedance, while the low voltage impedance was varied. Lead was capped and replaced on (B)(6) 2020. Patient condition was stable after the procedure.